Event description:
Mental health; difficulty breathing while wearing face mask. Could not catch my breath, started feeling dizzy, and began feeling claustrophobic. Continued daily use of face mask made problems worse and led to panic attacks before putting on. FDA safety report ID # (B)(4).